Event description:
Based on the attached 2012 published article: "laser in situ keratomileusis enhancements with the ziemer femto ldv femtosecond laser following previous lasik treatments" the following complication was noted after concerto treatment: two snellen lines were lost in one eye. Additional information has been requested. Please refer to the article for additional details.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).